Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the device not working. It was said that the right cylinder was disrupted. Both cylinders outer layer dislodged from inner fabric layer and the dacron layer was torn. The device was removed and there were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the device not working. It was said that the right cylinder was disrupted. Both cylinders outer layer dislodged from inner fabric layer and the dacron layer was torn. The device was removed and there were no patient complications.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observation of pump non conformance but it did not confirm the reported clinical observation of hole/perforated. Product analysis concluded that the activation anomalies could affect the functionality of the device as the reported mechanical non conformance. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The cylinders were visually and microscopically inspected, and functionally tested. The pump was functionally tested. The cylinders were not leak and pressure tested due to leaks that were caused by damages that occurred during explant. The pump did not passed the functional test since it did not pass the activation and valve deactivate test. Product analysis concluded these activation issues could affect the functionality of the device as the reported mechanical issue. Product analysis confirmed a pump non-conformance but was unable to confirm the reported allegation related to device has a hole/perforated. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the device not working. It was said that the right cylinder was disrupted. Both cylinders outer layer dislodged from inner fabric layer and the dacron layer was torn. The device was removed and there were no patient complications.